Manufacturer narrative:
Investigation summary catalog: 442022 batch no.: 2237995 customer claims blood leaked from the joint of the septum and the bottle. Photo of a side dent to the cap was received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when visually inspected for wrinkle/sunken septum. Random bottles were inspected for cap seal with satisfactory results. Vacuum draw was performed with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is confirmed based on photos received. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that one bd bactec¿ plus anaerobic/f culture vial (plastic) leaked patient sample. No one was exposed to the sample. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, blood leaked from the joint of the septum and the bottle. 1. Did the patient sample need to be recollected? No, the test was continued with remaining sample. 2. Or did the customer process the sample manually? Yes 3. Was there any defect noticed with the septum or bottle? The aluminum was deformed and there was crack at the bottle. 4. Was there any blood exposure? No, the leakage issue was happened in the plastic bag. 5. Was the technician wearing ppe? Yes. 6. Was there any post exposure testing or medical intervention? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one bd bactec¿ plus anaerobic/f culture vial (plastic) leaked patient sample. No one was exposed to the sample. The following information was provided by the initial reporter, translated from japanese: according to the customer's report, blood leaked from the joint of the septum and the bottle. 1. Did the patient sample need to be recollected? No, the test was continued with remaining sample. 2. Or did the customer process the sample manually? Yes. 3. Was there any defect noticed with the septum or bottle? The aluminum was deformed and there was crack at the bottle. 4. Was there any blood exposure? No, the leakage issue was happened in the plastic bag. 5. Was the technician wearing ppe? Yes. 6. Was there any post exposure testing or medical intervention? No.